Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found to have the c-34 erbe-vio error. During integrated electrosurgical unit (iesu) cautery activation, the error c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: erbe error: c-34 - hf voltage too low in on state. The probable root cause for this issue is attributed to the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, error c-34 occurred repeatedly, and there was no monopolar energy output from integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had power cycled the iesu several times and had replaced monopolar energy cable, but the issue was not resolved. Tse confirmed error c-34 in the logs. Site confirmed that there was no magnetic interference or the other esus near iesu. Site was not sure whether the iesu was connected to a dedicated power outlet. Tse had site disconnect the power cord of the iesu, wait for one minute and then restart the iesu, but the issue persisted. Site did not have any backup esu. The surgeon elected to continue the procedure with only bipolar energy function of the iesu. The procedure was completing as planned with no reported injury.